Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: investigation revealed there was contamination found on the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, contamination and corrosion was found on the bt1 internal battery. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed there was contamination found on the force sensor assembly and the force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2013.